Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer woke up with blood glucose of 501 mg/dl. Customer delivers 3 boluses with the insulin pump and it did not help. Customer's blood glucose was 531 mg/dl. During the troubleshooting, it was found that the cause of high blood was the air bubbles in the tubing and cannula was bent. Customer declined further troubleshooting. Customer declined infusion set and reservoir replacement. Customer will send back the cannula for analysis. No further information provided.